Event description:
The one touch basic meter had a display that was faded and it was difficult to read the blood glucose result. The readings were 87mg/dl on the lifescan meter 87 mg/dl on a accucheck meter. The readings were taken within 5 minutes. The patient reports symptoms of light-headedness and sweating at the time of the occurrence. A medical professional was contacted for advice and there was no treatment received. The patient neither alleged harm nor experineced injury or medical intervention. The customer service rep verified that the display was faded. Based on the information supplied by the patient, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and test strips were replaced and return is expected.